Manufacturer narrative:
(B)(4). The device was evaluated by sigma with the spectrum pump that was attached to the device at the time of the event (s/n (B)(4)) and found the pump to have an intermittent battery connection due to a failed wireless module. This may cause an improper shutdown while operating on battery power only.

Event description:
It was reported that a pump shut off while infusing (medication, programmed amount and delivery rate unknown). The customer stated that when pump was touched (not the on/off dey) the pump displayed "improper shutdown." It eas also reported that there was no patient injury.